Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 4351-35, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).

Event description:
It was reported that the patient had device adjusted thursday at a different hospital and at that time they turned up the voltage. Since this adjustment the patient was having abdominal pain which was in the area of the device. There was no known trauma or fall and had been going on since adjustment on thursday. The patient was admitted to hospital. Additional information noted that regarding the cause of the event, this reporter was unsure. Reprogramming 2013-(B)(6) - impedance was 495, current 6.1, pw 330, voltage 3.0, rate 14. Signs and symptoms included nausea and vomitting. Hospitalization was required due to the event. Patient outcome was noted as non-serious injury/illness. It was additionally noted that the patient has multiple sclerosis and had had numerous hospitalizations for gastroparesis.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient never had therapeutic effect. The patient was still in the process of getting adjusted. Reason for reporting: ms and gastroparesis. It was noted the patient had a gastric pacer and was "not too happy with". The patient hadn't had an MRI for over two years. The doctor didn't know about the device, didn't know how to adjust it. 40x/day vomiting before implant was done. Still throwing up but vomiting less. The patient was still dehydrated, kidney shut down. The patient was given 2 options enterra, or take stomach out and use feeding tube. The patient opted for the least invasive. The patient had it adjusted after 1st month, changed frequency. It was noted that in august increased intensity of pulses - could feel the pulses. This change made the heart rate pulse according to the "shocks" . Bp (blood pressure) went up over 200. The patient was given medication to lower the blood pressure. The patient went on a leave of absence from school . The patient has until january to get her symptoms straightened out. The patient noted she feels pressure on the stimulator when she eats. Even a small amount of food. The patient had a morphine pump previously, but the patient didn't like the fact that she was on morphine, didn't have problems with device. The pump was taken out about 10 yrs ago. A manufacturer's representative adjusts it. The patient had been in the hospital 2x in last month. The last appt with adjustment was one and half weeks ago. The plan was to set up appt with representative to adjust it in a couple weeks. The patient was able to meet with a dietician and worked out eating plan that will work for a bit but then vomits again.